Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Primary operative notes (surgery date: (B)(6) 2007) does not suggest any intra operative complications. Patient underwent a revision surgery on (B)(6), 2010 for loose patella augment and abrading femoral component and poly liner exchange. Patient underwent second revision on (B)(6), 2020 due to instability. Hemarthrosis & hemosiderin deposits were noted. Removed poly liner and found metallic deposits in posterior capsular. X-rays were provided however per review by nursing team images will not be submitted for hcp review as the second revision operative records discuss reason for revision, and images would not enhance investigation at this time. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Associated products: femoral component. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-03225.

Event description:
It was reported that patient underwent right knee revision ten years ago. Subsequently, patient was revised again approximately 3 weeks later due to instability.